Manufacturer narrative:
Corrected data: date of this report, date received by manufacturer , if follow-up, what type , device evaluated by manufacturer, event problem and evaluation codes. It was reported that the software was not able to load the exams after multiple manipulations. According to the technical investigation, the event was due to an insufficient memory. All exams used by the user contained more than 255 slices which is probably the cause for the issue. The IFU provides the necessary information to avoid memory issues and software performance alteration. Exams has to be acquired with a maximum of 255 slices. Using multiple heavy exams may raise the risk of memory issues and software crashes. The root cause of this event is use error.

Event description:
Surgeon's rosa trajectory plan was exported from the rosa laptop and uploaded to the rosa machine via usb. The patient¿s preoperative CT image was taken with over 400 image slices. According to the surgeon, this is the routine number of slices they use at their site. These CT images were successfully uploaded and merged with an older set of CT image series. The field service engineer opened up the exam manager. She chose exam 1 as an MRI image. When she tried to pick exam 2 as the preoperative CT images, a warning screen popped up and stated impossible to load exam. The rosa machine then proceeded to shut down. Rosa had to be rebooted. This event delayed the case 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI # : (B)(4).

Event description:
Surgeon's rosa trajectory plan was exported from the rosa laptop and uploaded to the rosa machine via usb. The patient¿s preoperative CT image was taken with over 400 image slices. According to the surgeon, this is the routine number of slices they use at their site. These CT images were successfully uploaded and merged with an older set of CT image series. The field service engineer opened up the exam manager. She chose exam 1 as an MRI image. When she tried to pick exam 2 as the preoperative CT images, a warning screen popped up and stated impossible to load exam. The rosa machine then proceeded to shut down. Rosa had to be rebooted. This event delayed the case 5 minutes.

Event description:
Surgeon's rosa trajectory plan was exported from the rosa laptop and uploaded to the rosa machine via usb. The patient¿s preoperative CT image was taken with over 400 image slices. According to the surgeon, this is the routine number of slices they use at their site. These CT images were successfully uploaded and merged with an older set of CT image series. The field service engineer opened up the exam manager. She chose exam 1 as an MRI image. When she tried to pick exam 2 as the preoperative CT images, a warning screen popped up and stated impossible to load exam. The rosa machine then proceeded to shut down. Rosa had to be rebooted. This event delayed the case 5 minutes.

Manufacturer narrative:
This report corrects the UDI number provided in the initial report. UDI# : (B)(4).